Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss could not be confirmed. Analysis of the returned device revealed the link was pulled from the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, a definitive cause could not be identified during the device analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the left common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 7f. A second proglide device sutures were successfully placed using the preclose technique. The sheath was upsized to 12f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.